Event description:
After the needle was inserted and the catheter placed, the clinician attempted to draw blood with a syringe and observed that air was introduced. The clinician changed the syringe and attempted the draw again, but the situation remained the same. The catheter was removed and a new unit placed. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The sample is available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4). Date submitted: (B)(4) 2011.